Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer inadvertently remained connected during the fill tubing step and experienced a blood glucose (bg) level of 38 mg/dl. The contact assisted the customer in providing juice and carbohydrates and monitoring bg level. Recommendation was made to consult with health care provider regarding diabetes management.